Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose was as high as 575 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, vomiting and they felt lousy. Customer was using manual injections to treat their high blood glucose levels. Customer had open heart surgery and the device according to customer's friend has not worked properly. Customer has been hospitalized for 2 weeks and their blood glucose will not go down. Customer's friend advised the night the customer had a heart attack the device did not work.